Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mbf instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument conductor wire insulation was peeling off. The procedure was completed with no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black cable was stripped. There was no loss of cautery, no signs of thermal damage, and no arcing. There was no patient injury. The procedure was completed with the same da vinci system.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing, and the conductor wires were exposed. The wire was not fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.